Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: "pain, leaking and burning so bad wakes me up at night, get warm, nipple stays hard and found a spot." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side "pain, leaking and burning so bad wakes me up at night, get warm, nipple stays hard and found a spot." Device remains implanted.